Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.  The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted approximately 64% within one day. In addition, the customer reported that multiple cartridges ran out of insulin after 1-2 days after being filled with 300 units of insulin and using approximately 80 units per day. Reportedly, the customer filled the cartridges with cold insulin and did not perform the air removal step correctly. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.